Manufacturer narrative:
Device is a combination product.age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.75x24mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, when the physician was about to implant the stent, angiography confirmed that there was no stent figure within the stent delivery system.. The device was removed from the patient and there was no stent main body noted. It was then confirmed that the stent remained in the protector sheath. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis with the stent protector on a product mandrel. A visual examination of the crimped stent found the stent damaged almost across its length with struts bunched, overlapping, stretched and misaligned. The product stent protector was returned for analysis with the device and the inner diameter was measured. A review of the specified inside diameter of the stent protector found the specification. Therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the 2 components. Based on the analysis and the type of damage evident, the damage most likely occurred during the preparation and handling of the device following removal of the stent protector. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed portion of the balloon wall indicating crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.75 x 24 mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, when the physician was about to implant the stent, angiography confirmed that there was no stent figure within the stent delivery system.. The device was removed from the patient and there was no stent main body noted. It was then confirmed that the stent remained in the protector sheath. The procedure was completed with a different device. No patient complications were reported.